Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system would not start up. Upon troubleshooting, the philips field service engineer (fse) checked the system and found system issue due to software bugs. To resolve the issue, fse carried out complete reinstallation of software from usb key and did reconfiguration of the system. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.